Event description:
It was reported that the indwelling foley catheters were defective, pin-hole in port making inflation balloon not possible. Also stated that the catheters were unable to be used and not all in the box were defective but they had 4-5 in the same brand and size (18f and 20f) do the same thing.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: e h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the indwelling foley catheters were defective, pin-hole in port making inflation balloon not possible. Also stated that the catheters were unable to be used and not all in the box were defective but they had 4-5 in the same brand and size (18f and 20f) do the same thing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.